Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clearlink secondary medication set was observed to experience a simultaneous flow during infusion. The secondary line was infusing clindamycin and the primary line was infusing lactated ringer at the time of malfunction. In order to prevent flow the nurse claimed the primary line with a kelly clamp. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The date the original report was received by baxter: (B)(6) 2014.